Event description:
Follow up revealed that the patient may undergo surgical intervention to explant the scs system at a later date.

Event description:
Follow up identified that the entire system was explanted.

Event description:
Follow up revealed that the patient's wound site is still open and the patient developed an infection which she is currently being treated for with oral antibiotics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the patient's replacement procedure, the patient's surgical incision site was not healing as intended. As a result, the patient is being treated by wound care to address the issue.